Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation

Event description:
Healthcare professional reported right side "patient has noticed a change in the size of implants, suspecting leak or deflation and capsular contracture, baker grade iii". Device remains implanted.

Event description:
Healthcare professional reported right side "patient has noticed a change in the size of implants, suspecting leak or deflation and capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ particles in valve: observed. ¿ deflation: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.